Manufacturer narrative:
The prisma m100 pre set was discarded and not available for inspection. Pictures of the involved product were provided. In the pictures, the venous line is disconnected from the venous pod. There was no leakage reported during the priming of the product and beginning of treatment before the event. The review of the prisma m100 pre set device history record and complaint history files for lot number 13d1703 shows no manufacturing anomaly with this lot.

Event description:
A patient in (B)(6) was undergoing a crrt treatment on a prisma machine with a prisma m100 filter set. Approximately, one and a half hours into treatment the nurse identified that the line between the venous pod and the venous return line became disconnected resulting in an approximate blood loss of 20 ml. Treatment was stopped, the blood was returned to the patient. The patient was not symptomatic and did not require medical intervention.